Event description:
On (B)(6) 2009 this pt was implanted with gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. On (B)(6) 2011, follow up imaging revealed a distal type I endoleak. On (B)(6) 2011, a reintervention occurred whereby a gore tag thoracic endoprosthesis was implanted to treat the endoleak. The endoleak resolved and the pt tolerated the procedure. The physician attributes the endoleak to aortic disease progression.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.